Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer has 2 different compact plus meters that gave varied results within 10 minutes meter 1- 338 mg/dl, meter 2- 144 mg/dl. No adverse events reported. Two different drums from the same lot number was used in each meter. Replacing and returning meters and test strips.